Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise noted when the patient was laying in their bed. When the subcutaneous implantable cardioverter defibrillator (s-ICD) was manipulated they were able to reproduce noise. The sensing vector was reprogrammed and the noise was no longer able to be reproduced. Pg and reproduced noise. One month later there was further noise noted. Based upon the presentation of the noise, boston scientific technical services (ts) believed it to be due to the patient moving or coughing. The s-ICD remains in service and no adverse patient effects were reported.